Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an alert via merlin.net for an increase in high voltage lead impedance. In clinic reprogrammimng was performed. No shock was delivered and there were no other adverse consequeces. Patient will be monitored.